Event description:
A health authority received 11 reports of implanted intraocular lenses (iols) in seven patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Four of the patients are bilaterally implanted; three of the patients are unilaterally implanted. This patient is unilaterally implanted. No further information is expected. There are 11 reports associated with these events, this is the fourth report.

Manufacturer narrative:
Evaluation: the product was not returned for evaluation; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).